Event description:
It was reported that, when powered on, a 980 ventilator failed the power on self test (post) and generated an inoperative error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.